Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off. The device was connected to a test handpiece and gen11 generator for testing. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the tip of the device broke off and went into the patient. It was removed from the patient. It was noted that no force was used with the device. Another like device was used to complete the procedure. There was a delay of ten minutes

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.